Event description:
Stapler being used to take lung biopsy locked while attached to the lung. Unable to unlock the stapler. After working with it for several times, it finally released. Used approximately 5 mins.